Event description:
Alleged the bed drifts into the trend position.

Manufacturer narrative:
The hill-rom technician found the gas springs for the trend function were worn. The technician replaced the gas springs to repair the bed.